Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken curved blade at the tip/midpoint/base. A piece measuring approximately 0.506" x 0.086" was found to be broken off. The piece was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument needed replacement was prompted. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.